Event description:
On (B) (6) 2009, the distributor reported that during surgery, the screwdriver would not engage the screw head. There was no surgical delay. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending.